Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received (B)(4) closed samples and 2 detached needles without packaging. Tightness test to the closed samples received has been performed and the units are tight. We have conducted rotation test on all closed samples received we have noticed that in (B)(4) of the (B)(4) samples analyzed, the thread breaks easily next to the needle. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the main root cause could be related to excessive temperature or time during the thread preparation step in the manufacturing process. The in-process controls performed were correct and no defective units were detected. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the event occurred during a vaginal prolapse surgery, in which several threads loosened for no reason. There was no clinical consequence, but there was a risk that the needle would remain in the patient's vaginal wall and a risk that the carers would be pricked. The incident was repeated about ten times with this batch.